Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue must have been resolved, as they have not been notified otherwise.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a big problem with the [device]. The device wasn't working, because they were in 2 different hospitals and rehab for almost 2 months after a (B)(6)2023 knee surgery. The patient stated the issue with their device started after they left the hospital after 2 1/2 months. Patient services asked the patient if they'd reported the issue to their managing health care provider and the patient stated they'd already reported the issue to them and that they hadn't yet reported the issue to [manufacturer]. When patient services asked the patient who their health care provider (hcp) was, the patient stated "well he's got a person called (B)(6), and I was there the other day and they tried to use their power and it wasn't working. They tried to charge it up with their power and it wasn't working so then I told them I'll come home, I'll charge mine up and I have an appointment tomorrow morning (B)(6) (2023) at 10:00 to check the device." Patient services then asked the patient if they didn't know the name of their hcp and the patient stated "yeah, it's (B)(6). He only takes care of the internet" and that (B)(6) was their urologist. The patient stated a manufacturer representative (rep) would be at the appointment and when patient services asked the patient if they knew the rep's name the patient stated "she wrote it down on a piece of paper" but didn't provide the name. The patient stated they were calling patient services for assistance with checking the therapy settings to make sure it was on before the appointment. The patient was attempting to plug the a10e handset in at the time of the call but they were unable to locate the correct charging cable. The patient's son tried to assist but confirmed the patient did not have the correct cable. Patient services provided the charging cable type the patient needed in order to charge the a10e. The patient stated they would get a cable and call back for assistance. Additional information was received from the patient. Patient requested assistance in making an adjustment. Patient services reviewed navigation basics and general use. With instruction patient connected and made a slight increase to the setting and confirmed stimulation sensation was comfortable. Patient to monitor symptoms.